Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer that the measurement panel showed signs of wear. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was discovered that the connectors on the measurement panel were worn and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the measurement panel. The measurement panel was replaced to resolve the noted damage and the device was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.